Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted as the physician suspected a conductor fracture. As a result, the physician decided to replace the lead. No adverse patient effects were reported.